Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. The technician replaced the oxygen blender and power board.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was unable to achieve 90% fraction of inspired oxygen (fio2) at flow of 10. There is no information regarding patient involvement associated with the reported event.